Manufacturer narrative:
(B)(4).

Event description:
A patient was undergoing a dialysis treatment which included a polyflux 140 h dialyzer. After one hour of treatment, liquid leakage was identified at the dialyzer port. The treatment was discontinued and treatment was restarted with a new dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.